Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an in-person site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On (B)(6) 2023 updates to the excel listing were provided. This 71 year-old male patient was implanted with a (cr tibial insert sz4, 9mm cat# 200-24-09 / serial# (B)(6) on (B)(6) 2014. The insert was manufactured on 26-apr-2011 and was packaged in a vacuum bag with no evoh. The insert was 2.73 years shelf age at the time of implant. On (B)(6) 2022, approximately nine years post implantation, the patient underwent revision for wear of the polyethylene. There was clear signs of polyethylene wear. Patient was revised to a competitor¿s device. .

Manufacturer narrative:
Section d10: concomitant products - bandeja tibial logic fit 2f/3t (cat# 02-012-45-2030 / serial# (B)(6) - bandeja tibial logic fit 4f/4t (cat# 02-012-45-4040 / serial# (B)(6)- disc ins c/ceja 28-g0 (cat# 132-28-50 / serial# (B)(6) - disc cabeza ceramica 28 mm 0 mm (cat# 140-28-00 / serial# (B)(6) - vastago element s/collar offset ext.nº 9 (cat# 164-02-09 / serial# (B)(6) - disc cot orificios agrupados 46mm (ha) (cat# 180-11-46 / serial# (B)(6)- inserto tib cr 2, 13mm (cat# 200-22-13 / serial# (B)(6) - vastago ext. 14x40mm (cat# 204-34-04 / serial# (B)(6) - tornillo fijacion vástago a tibia (cat# 204-70-00 / serial# (B)(6) - comp. Femoral asimetrico poroso cr nº2 dcha (cat# 232-03-02 / serial# (B)(6) - comp. Femoral asimetrico poroso cr nº4 dcha (cat# 232-03-04 / serial# (B)(6) additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be due to polyethylene wear as reported. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, investigation findings, investigation conclusions.